Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited acu watchdog failure and primary audible alarm messages. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have a non-standard left plunger case and plunger float, a cracked right plunger case, bottom case cracked in the battery door area, and a hand written serial number on bottom case. Review of the pump event log showed a "watchdog" and audible alarm test had been previously recorded. However, during functional testing the reported error could not be duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection, the investigation could not confirm the reported issue or assign a root cause. No actions have been assigned.